Event description:
It was reported the pt did not charge her ipg and it was subsequently explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Correction number. 1627487-07262012-002-r. This ipg serial number was included in field advisories. Eval results: the claim was confirmed. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.